Manufacturer narrative:
Device not returned.

Event description:
It was reported by spd at the user facility that the lid of the aspectic battery housing broke off, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by spd at the user facility that the lid of the aseptic battery housing broke off, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.